Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a change sensor alarm and had experienced a low blood glucose event. The customer¿s blood glucose was 34 mg/dl at the time of incident. Customer stated that they did not receive a calibration not accepted alert. Customer also reported a low blood glucose of 34 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. Customer did not mention if the auto mode feature was active at the time of low blood glucose event. The insulin pump is not expected to return for analysis.